Manufacturer narrative:
Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Our distributor in (B)(4) received a report from one hospital stating that a patient suffered burn marks post surgery. No other details regarding the case or patient conditions were provided.